Event description:
Vent will power up, but turbine would not start up, this happened 3 times in 2 months. Customer tried alternative power source. Power source at the time of the event and primary power source: ac power. No patient harm.